Event description:
Report received of a filter leak. The customer reported an undocumented number of incidents of filter leaks occurred on the same patient, during home infusion of an unspecified antibiotic. The patient was prescribed to receive an unspecified antibiotic via central line, three times a day for 8 weeks, to treat a foot infection. After an unpsecified length of time during infusion, an unspecified amount of fluid leakage was observed at the "bottom square edge of the filter", where a "hair-line crack" was noted. The infusion was immediately discontinued. The tubing set was replaced, and the therapy was resumed. Reportedly, an undocumented number of incidents occurred intermittently during the 8-week course of therapy. According to the customer contact, the patient missed a total of 6 doses of antibiotic. On each occasion, the physician was notified. There was no reported patient sequela. Though requested, no additional information was available.